Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. The representative reported that the patient had a CT myelogram when having the pump replaced. Since then, the patient had been experiencing shocking and jolting. The patient was also experiencing back pain since then. Impedance measurements were tested at 3v and there was nothing out of range and everything was a little above or below 1000ohms. The patient felt a shocking sensation in his left leg when running the impedances but was tolerable. The representative reported that the shocking stops when stimulation is turned off. The patient currently keeps the stimulation at lower amplitude but it's not giving him the benefit it was prior to CT myelogram. The representative reported that the patient has always had adaptive stim enabled and has not tried turning it off. The cone seems to be causing the patient issues when he's lying side to side or going from lying to upright. Caller states the patient can get uncomfortable sensations sometimes or it will cut off. Caller states when the stim cuts back on, it can be very forceful. Caller states at times patient also feels a jolt when he is going down the stairs. The patient was using group b at 3.3v, 180pw, 40hz, 12+, 13- ,14+,15-. It was reviewed the caller should shut off adaptive stim and have patient monitor therapy and if shutting off adaptive stim resolves, adjustments on as cone may be necessary as well as transition times. Additional information received from the representative reported that the patient has been using therapy at a lo wer voltage but does still have occasional stim that is uncomfortable. He reports that the therapy has not been as effective for his leg pain since the CT myelogram. The patient¿s back pain is more pronounced than the leg pain.

Event description:
Information received from the patient reported that they had a shocking from their implantable neurostimulator (ins) and a return of symptoms. The patient had adaptive stimulation (as) settings for laying and standing positions and used the same amplitude for both. They noticed they would be walking and the stimulation would stop 'shocking' them and then all of a sudden it starts back up again and give them a little 'jolt' at first. Then when the patient lies down, stimulation 'shocks' them and they had to quickly sit up and turn stimulation down. It was noted that when the patient rolled over on their side it does not do this (only on their back). During the report, the patient was laughing and felt the stimulation shocking them and when they stopped laughing it quit. When asked to clarify if this was an increase in stimulation or they really felt shocking, the patient stated they felt an increase in stimulation when they laughed but when they lie down, it really shocked them. There were no falls or trauma reported associated with the issue but it was noted that the patient had a myelogram with a CT scan done (thought to be on (B)(6) 2016) and ever since they had back pain and the issues described above. The patient did use the as feature between laying and standing. It was reviewed with the patient that if the as was on they needed to ¿decrease and wait for 3 min.¿ the patient stated that they did and the next time they used the programmer it showed the correct setting. They did turn the stimulation down where they could barely feel it and when they rolled a certain way ¿it is not electrocuting or hurting him but it is irritable.¿ when the ins was turned off, the patient had no problems and no shocking. At the time of this report, the patient did not feel the stimulation event though the ins was on but when they started moving a certain way ¿it is like almost it has a short.¿ follow up information received on sept. 6, 2016 from the patient reported that no steps had yet been taken for the shocking issue as they were trying to get an appointment with their doctor. The indications for use for the implanted device were noted as spinal pain and non-malignant pain.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-18804 for the patient¿s previous device issue.

Event description:
Follow up information received on sept. 8, 2016 from the healthcare professional (hcp) report that the patient was scheduled to be seen on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.